Event description:
It was reported that the coil stretched and protruded from the target location, requiring intervention. An embold fibered 4x15 was selected to treat a pseudo aneurysm that measured 2.5 centimeters (cm) in the internal mammary artery. The right radial access was a 65 cm rim catheter and a 105 cm truselect was used. A 4x15 embold fibered "coil" was successfully placed in the target vessel with no issues. Then it was attempted to place a second embold fibered coil. However, the coil had stretched and protruded out of the mammary artery to the sheath. The microcatheter was removed, and the 5 french base catheters remained. A basket-type snare was attempted to retrieve the coil unsuccessfully. Competitive coils were then used to complete the procedure. The patient was brought back the next day for another procedure where a stent was placed to attempt to mitigate what of the coil that had extended down the radial access pathway.